Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of two (2) transfer sets and the titanium adapter. This occurred during use of devices for peritoneal dialysis therapy. The transfer set was replaced. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.